Event description:
The customer reported the system looses video signal and the screen goes blank. The fse noted an intermittent loss of video. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.